Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the the sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient experienced not being able to speak properly and passed out. An ambulance was called by the family. The patient regained consciousness after 3 minutes, and when the patient took a fingerstick, the blood glucose reading was 1.7 mmol/l. No cgm reading was reported as the patient did not remember this but alleged that the cgm reading was inaccurate. The patient was treated with intravenous treatment. The paramedics left after 45 minutes, and the patient was not brought to the hospital. At the time of the report the patient was stable but tired. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.